Event description:
Artifact present during analysis, subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: ECG was reviewed for this incident. Result: artifact detected in ECG. Conclusion: device labeling, (instructions for use and voice prompts) provide methods for resolving artifacts.